Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device powered up normally when tested with ten known good duracell batteries. The device was put through extensive testing including functional testing without any noted failures. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.